Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was unresponsive. It was also stated that the parameters could not be adjusted. The ventilator was removed from service, and another ventilator was put in use. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 11jan2026, the customer's equipment department performed a calibration, and the reported issue was resolved. The customer's hospital department performed a calibration of the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.